Event description:
It was reported that on (B)(6) 2010, the patient underwent a xience v stenting procedure in a 50 mm lesion in the left main coronary artery with heavy tortuosity, heavy calcification and 100% stenosis, with one 2.5 x 28 mm and one 3.0 x 28 mm overlapping stents. On (B)(6) 2012, the patient was hospitalized with silent ischemia. On (B)(6) 2012, the patient underwent percutaneous coronary revascularization in the index target lesion for restenosis and in a non-target vessel for stenosis. The patient's condition resolved on (B)(6) 2012 and the patient was discharged from the hospital on (B)(6) 2012. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience v 3.0 x 28 mm, other: aspirin, clopidogrel. The xience v 3.0 x 28 mm stent is being reported under a separate manufacturer report number. Device (B)(4): indication for use, implanted in 50 mm lesion. There were no reported product deficiencies. The reported patient effects of ischemia and stenosis/restenosis are listed in the (B)(4) xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the procedure was to treat a 50mm lesion. It should be noted that the IFU (indication/purpose of use section) states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions less than 28mm in length.